Event description:
It was reported by a customer on (B)(6) 2011, a pvp procedure was performed and a left hernia repair was performed on the patient concurrently. During this procedure, the expended energy reported was 206,219 joules. Per the customer, post-operation the patient developed severe pain in his lower abdomen (bladder, groin area). Per the customer, prior to the procedure the patient had a cystoscopy which showed a moderately obstructive prostate and the patient's bladder was trabeculated. A cystogram was done on (B)(6) 2011 which showed no evidence of any perforation in the bladder or any other abnormality however the cystogram showed the capacity of the bladder was 350mls. On (B)(6) 2011, the patient had a voiding trial which he failed and a catheter was inserted. This catheterization relieved the patient's pain and his residual urine was 400mls. On (B)(6) 2011, the patient failed another voiding trial. The patient was discharged on (B)(6) 2011 with a plan for intermittent catheterization; however, he could not tolerate this. The patient was readmitted on (B)(6) 2011 with severe pain. A CT was done on the patient which was completely normal. Once the patient's pain was managed he was discharged on (B)(6) 2011 with a catheter in situ. A week later on (B)(6) 2011, the patient was readmitted. The patient's catheter was removed and he had a lot of dribbling of urine. The patient was discharged in the hope his incontinence would settle down; however, as he had a severe lower abdominal pain and spasms he was readmitted. A catheter was inserted and this relieved the patient's pain. A cystoscopy was repeated on (B)(6) 2011 and showed the patient's sphincter area reasonably alright apart from white plaque in the prostatic urethra. The patient's bladder mucosa was entirely covered by white slough. Further testing concluded the white slough was necrotic tissue. There was no evidence of fungal infection. The physician did an MRI of the patient's pelvis on (B)(6) 2011 and was normal. The patient had epididymoorchitis and was admitted in the hospital for three weeks and was on meropenem. A cystoscopy showed sloughing of the bladder mucosa and at least 50% normal epithelium but low bladder capacity. The patient is incontinent and has a small bladder capacity.